Manufacturer narrative:
Upon review of the additional information received, it was determined that eval code conclusion no longer applies.

Event description:
No new information was received.

Manufacturer narrative:
Concomitant products: product ID: 748266, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748266, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had an extension replacement due to abnormal impedances and extension fracture. The hcp noted time-related deterioration of the product. It was noted that the implantable neurostimulator (ins) was replaced last week and there was no issue with the existing lead. There was possibility of abnormal impedance for the extension. The issue was noted as resolved. The consumer was implanted due to parkinson¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.